Event description:
The customer stated the rubella calibration failed with error code 1010: master calibration failure, m-cal 2 deviation too large, on the axsym analyzer. System maintenance is up to date and no other assays were affected. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.